Manufacturer narrative:
H4: device manufactured on october 05, 2022- october 06, 2022. H10: the device was received for evaluation partially filled with solution. Additionally, two photographs were provided. A visual inspection of the actual device with the naked eye and also with magnification did not observe any particulate matter in the fluid pathway of the device. The fill port cap was removed with no issue noted in the connector or cap area. A visual inspection of the photographs revealed a blurry white elongated shaped polymeric appearing particle in one of the photos. Therefore, the reported condition was verified in the photograph, however, not verified in the actual sample evaluation. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small particle. This was identified during visual inspection of the final product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6) e1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.